Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and implantable defibrillation lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms. A lead fracture was suspected, however, not confirmed. Subsequently, this product was explanted and replaced as part of a system revision due to infection. No additional adverse patient effects were reported. Reference report 2124215-2014-09825.

Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, analysis confirmed the inner conductor coil was fractured 155 mm from the terminal pin. Detailed analysis of the fracture site determined the conductor coil was fractured due to cyclic fatigue.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.